Event description:
The homecare provider (hcp) reported the following information: (1) the pt filled a portable unit from the h-46. (2) after fill, the quick connect on the h-46 leaked liquid oxygen in the pt's home. (2) no injury occurred. (3) the hcp was able to duplicate the leak the next day.